Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the lacosamide oral 10 mg/ml cup prompted the user to enter quantity during removal, as the system treated it differently from standard unit dose cups due to its configuration and calculation logic. A technical support specialist (tss) reviewed the reported medication removal behavior and identified that the prompt occurred due to a uom/configuration mismatch preventing automatic dose calculation. The customer was advised to validate formulary setup, including dispensing unit, strength/volume, and configuration alignment. Further analysis confirmed the behavior depended on hl7 data from epic, and the customer was guided to engage the epic/interface team to review message logs. The epic team subsequently updated the record by removing the units value, resolving the issue. The customer confirmed resolution and approved case closure. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, lacosamide oral 10 mg/ml cup (30038) prompted the user to enter the quantity to remove. The customer requested clarification on the calculation/logic for why this medication was treated differently compared to other unit dose cups under order#: (B)(4). The customer stated that this malfunction occurred while dispensing the medication. There were no delay and adverse events or injuries reported based on this event.